Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Functional testing found that the downstream occlusion (dso) sensor was defective. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.

Event description:
It was reported that the device occlusion rises to over 2050 mmhg, and does not immediately stop. There is no patient involvement and no patient harm/ adverse event reported. Per reporter, this event occurred during testing, related to maintenance.